Event description:
The device tip was reported to have broken off the device, posing the risk of a small component being lost in a surgical site, during a use in a procedure at the user facility. The initial reporter was not able to provide any further information regarding the reported event.